Manufacturer narrative:
(B)(4). Concomitant medical devices: item #: unknown, unknown head, lot #: unknown; item #: unknown, unknown, stem lot #: unknown; item #: unknown, unknown liner, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01630 head, 0001825034 - 2020 - 01631 liner.

Event description:
It was reported by the 411 group that a patient underwent a hip arthroplasty on an unknown date. The patient is being considered for a revision on an unknown day for dislocation and heterotopic ossification. The sales rep was inquiring about implant identification. Attempts have been made and no further information has been provided.